Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown nail/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article, henderson c. Et al (2010). Stabilization of distal femur fractures with intramedullary nails and locking plates: differences in callus formation. The iowa orthopedic journal, 30, 61-68. The authors conducted a retrospective case matched study between 1998 and 2006 to compare callus formation in distal femur fractures stabilized with intramedullary nails and locking plates. One hundred seventy four distal femur fractures were reviewed to extract twelve cases (eight women and four men) treated with intramedullary nails; one synthes retrograde femoral nail and eleven competitor nails. These were then individually matched to cases (nine women and three men) treated with locking plates; five synthes less invasive stabilization system (liss), four synthes locking compression plates (lcp) and three competitor plates. Periosteal callus was measured via radiographs at 12 weeks after injury. Results included: two nonunion in the intramedullary nail group with subsequent revision and malalignment (two); two nonunion in the plate group, one treated with revision and one with total knee arthroplasty and malalignment (four). It is unknown if the manufacturer of these devices is synthes. . This is report 1 of 2 for (B)(4). This report is for an unknown nail and refers to the serious injury of two nonunion with subsequent revision and malalignment (two). It is unknown if the manufacturer of these devices is synthes.